Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that increased ventricular threshold following movement of the lead were seen at clinical follow-up. Lead was repositioned. Patient stable before, during and after surgery.